Event description:
False positive troponin I (tni) on triage profiler sob panel. Pt had chest pain. EKG normal. No mi indicated. Ran pt sample on triage sob panel and got 0.16. The sample was run 2 more times, each with a result of <0.05. Customer then took sample over to another facility and ran it on I-start with a normal result. Other analytes were normal, and the results were similar on the subsequent runs.

Manufacturer narrative:
Investigation pending.